Event description:
It was reported that during a routine device replacement procedure, when the right atrial lead was tested through the lead analyzer, it was unable to sense or capture. It was noted that the patient was post valve surgery and the lead issues may be due to patient anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-58, lead, implanted (B)(6) 2004. (B)(4).